Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a loose cartridge reagent syringe and proceeded to tighten the syringe to resolve the issue. The repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to a loose cartridge chemistry reagent syringe.

Event description:
The customer reported obtaining low cartridge chemistry (cc) patient results, for triglycerides (tg) and creatinine kinase (ck), involving the unicel dxc 600 synchron system. Subsequent repeat of the samples on an alternate instrument produced higher results which were reported out of the laboratory. No erroneous patient results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided instrument printouts for two patients for this event. Quality control (qc) results prior to and following the event were within specifications.